Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited a code 1005, which indicates an open circuit was detected during shock delivery. This observation occurred during a surgical procedure for breast augmentation. Additionally, the patient received an one inappropriate shock due to noise, most likely from cautery. A commanded shock test was performed and shock lead impedances (sli) measured greater than 200 ohms. It was noted that sli have been out-of-range for over a year. The patient was referred to the physician for a revision procedure. At this time this ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited a code 1005, which indicates an open circuit was detected during shock delivery. This observation occurred during a surgical procedure for breast augmentation. Additionally, the patient received an one inappropriate shock due to noise, most likely from cautery. A commanded shock test was performed and shock lead impedances (sli) measured greater than 200 ohms. It was noted that sli have been out-of-range for over a year. The patient was referred to the physician for a revision procedure. At this time this ICD and rv lead remains in service. No adverse patient effects were reported. Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced successfully. No additional adverse patient effects were reported.